Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019. The customer asked to swap the connections of both front speakers to see if the speaker needs to be replaced. The part number, (B)(6) software and price for the speakers were provided to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator generated error code 1102 which is relevant to primary alarm test failed. There was no patient involvement.